Event description:
The catheter was placed at another facility in 12-96 for chemotherapy. On 2/24/97, it was believed that the catheter was leaking subcutaneously from one lumen. The catheter was removed. No patient injury was reported to have occurred.